Event description:
Procedure: gastrectomy. According to the reporter: a leak was found after the anastomosis was done, however the donut tissue was properly done. Additional suturing was performed to correct the problem. There was no additional bleeding and/or tissue damage. Nothing fell into the patient's cavity. Operative time was extended more than thirty minutes. No additional patient information available.

Manufacturer narrative:
(B)(4).